Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced sharp stinging chest pain in the left chest area underneath the breast. The icm was replaced. No further patient complications have been reported as a result of this event.